Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone that the sensors did not stick. The tape was peeling up. Customer's blood glucose level was 220 mg/dl. Three nights ago, in the middle of the night, her blood glucose level was 400 mg/dl. The infusions set had a bent cannula. The customer treated her blood glucose level with the insulin pump. The device was not returned.